Event description:
It was reported that resistance was met during advancement of a mini trek rx (1.5 x 15 mm) with the patients' anatomy in a non- tortuous first diagonal artery and during pre-dilatation of a de novo, moderately calcified lesion, the mini trek rx (1.5 x 15 mm) ruptured with the first inflation at 10 atmospheres. The entire mini trek rx (1.5 x 15 mm) balloon delivery system was removed with some resistance independently leaving the non-abbott guide catheter and the balance middleweight guide wire in the patients' anatomy to complete the procedure. The lesion was pre-dilated with a mini trek rx (1.2x6 mm) and a non-abbott stent was successfully deployed. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Guide cath: jl4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.